Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a low out of range (oor) shock lead impedance (sli) measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) stated that the lead measurement now was 0 ohms and discussed the possible cause of the issue. Ts also advised to check the patient to trace the source of impedance. Additional information was received that the physician was aware of the event but no further intervention was reported. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.